Manufacturer narrative:
Analysis of the incident and information provided indicates that cause for the discrepant low vanc result is unknown. The issue was resolved with recalibration by the customer. Instrument data was not accessible from the customer for the sample in question. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant low vancomycin (vanc) result was obtained on a patient sample. It is unknown if the patient result was reported to the physician. The sample was retested on an alternate siemens instrument (dimension vista) and a higher result was obtained and reported. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant low vanc result. There was no report of adverse health consequences as a result of the discrepant low vanc result.